Event description:
A malfunction was reported on a pump, accompanied by an alarm 30 minutes prior. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with the reset. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump, with a recommendation to call back if the issue reappeared.